Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
About six months post implant, it was reported by the patient¿s daughter that an x-ray was taken and showed that the leads are out, the device was incorrectly installed, and the leads are not where they are supposed to be. Follow-up with the patient¿s physician for further information was attempted but was unsuccessful. The right ventricular (rv) lead, right atrial (ra) lead, and ICD (implantable cardioverter defibrillator) remain in use. No patient complications have been reported as a result of this event.